Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributer contacted animas and reported lines through the display screen. There was no reported adverse event associated with this complaint. This complaint it being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/07/2014: the device has been returned and evaluated by product analysis on 04/25/2014 with the following findings: the display screen was found to be fully functional and fully illuminated with no extrinsic lines. The reported line through display was unable to be confirmed or duplicated during investigation. Unrelated to the complaint, the display text was found to be dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.